Event description:
It was reported that rv threshold had increased. Patient had phrenic nerve stimulation and five shocks in a short period of time. The lead was found to be dislodged. The lead was repositioned successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.